Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event.. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
A report was received stating a patient was admitted on (B)(6) 2017 for positive driveline culture done in outpatient visit on (B)(6) 2017. Patient currently on home antibiotic keflex. Infectious disease consult on (B)(6) 2017 stopped keflex and started, minocycline, vancomycin intravenous piggyback (ivpb) every 24 hr. On (B)(6) 2017 a computed tomography (CT) scan of abdomen, pelvic, chest revealed, fluid surrounding the subcutaneous portions of the drive line in the left anterior abdominal wall, suspicious for drive line infection and interval explantation of the drive line from the right anterior abdominal wall. There is residual tubing in the location of the prior drive line, of uncertain significance. Correlation with procedural history is recommended. On (B)(6) 2017 wound cultures were repeated and grew same organisms. Patient stable and discharged on minocycline 100 mg and vancomycin. No further information provided.

Manufacturer narrative:
Additional information received. A report was received stating a patient was admitted on (B)(6) 2017 for positive driveline culture which were done in outpatient visit on (B)(6) 2017. Patient currently on home antibiotic keflex. Infectious disease consult on (B)(6) 2017 stopped keflex and started minocycline, vancomycin intravenous piggyback (ivpb) every 24 hr. On (B)(6) 2017 a computed tomography (CT) scan of abdomen, pelvic, chest revealed, fluid surrounding the subcutaneous portions of the drive line in the left anterior abdominal wall, suspicious for driveline infection and interval explantation of the drive line from the right anterior abdominal wall. There is residual tubing in the location of the prior driveline, of uncertain significance. Correlation with procedural history is recommended. On (B)(6) 2017 wound cultures were repeated and grew same organisms, blood cultures showed no growth. Patient stable and discharged on (B)(6) 2017. No further information provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.